Event description:
It was reported by service report that the weld was broken on the rear bracket of the cot fastener. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated unit and will install part upon receipt. Bracket.